Manufacturer narrative:
No pt injury has occurred following this incident.

Event description:
Customer called in to report that bravo capsule failed to attach. There was no injury to a pt following the procedure.